Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical corporation received the following reported information: the angio-seal device did not deploy and was removed from patient and pressure was held. When the device was removed the staff cut into the device to make sure the intra-arterial plate was still in the deployment device, and it was. Pressure was held with no incident. The type of procedure was a percutaneous coronary intervention (pci). The estimated blood loss was less than 250cc. Additional information was received on 08sept2025: there was an issue deploying. The procedural sheath size used was a 6fr. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The device went in like normal, however, the anchor never deployed and was in the delivery tube still.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab manager the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.